Event description:
It was reported while tunneling the extension during the implant procedure the tunneling tool broke. No pieces of the tunneling tool were left in the patient's body and a new accessory kit was opened so that a new tunneling tool could be used.

Manufacturer narrative:
Final analysis of the extension revealed the outer insulation was broken 16 cm from the proximal end on the proximal side of the molded rubber around the transition crimp area. The body insulation was cut through and the extension was segmented. Final analysis of the tunneling tool carrier (model 3655) revealed it was broken.

Event description:
Additional information. The extension wire also broke when in the carrier during tunneling, and the extension was also replaced. The reporter thought the break was due to operator error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tunneling tool model 3550-06, lot # unknown. The extension and tunneling tool were returned for analysis. A follow up report will be sent when analysis is complete.